Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they have experienced multiple volume discrepancies since last year. They report that they do not remember the dates, expected or actual volumes of their previous discrepancies, but at their last refill, they were expecting 3 ml and got 10 ml back. They report that they have been experiencing a lack of relief since these discrepancies were discovered. They report that they have not experienced any recent falls or injuries. They report that they had a recent MRI at the end of last year, but that it was after these discrepancies began, and that the MRI procedure was followed correctly. Per follow-up with the physician's office, it was reported that the patient had an additional underinfusion volume discrepancy the following month in which their expected volume was 7ml and the aspirated volume was 17ml. Two months later, the patient contacted technical solutions to report two short beeps coming from their pump. Follow-up was performed with the physician and they reported a refill had been scheduled due the patient notifying them of the low reservoir alarm. During the refill, an additional volume discrepancy was noted with 12ml expected and 19ml aspirated. The pump was later explanted, with no observations made during the explant. Device will not be returned.